Manufacturer narrative:
On december 15, 2020, the mentor failure analysis lab received the device for evaluation. On december 23, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release, product evaluation concluded that the tear occurred sometime subsequent to the removal of the device from its protective packaging. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with an unspecified mentor saline implant and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2020.